Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used. On (B)(6) 2014 the patient presented with heavy vaginal bleeding. She was admitted to the hospital in ¿pre-shock¿. A curettage was performed due to suspected retained placental membranes, when an arterial bleed was observed. She then underwent a laparotomy where it was noted that there was a complete dehiscence of the uterus. The suture used to close the uterus was not present on the reoperation. Dark blood was noted throughout the uterine cavity and necrosis of the edges of the uterine incision. A subtotal hysterectomy with adnexectomy was done. 5 erythrocyte concentrates, noripurun, were provided. The patient was transferred to the ICU for postoperative care. The patient has recovered well.

Manufacturer narrative:
(B)(4). Conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.